Event description:
Lap hernia -oval preperitoneal distention balloon and inflation bulb attempted to use. Md reported hole in balloon. This product was removed, and an identical one obtained. Procedure continued without incident. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: lap hernia equipment.